Event description:
It was reported that during therapy the integrated apd set with the cassette-3 prong had a leak in the patient line. Liquid was noticed on the home patient's (hp) leg after the hp had finished the first cycle of the therapy. The hp noticed a hole in the cassette's patient line that looked like a stress fracture. The hp was given antibiotics to prevent infection. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number h13d26069 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The device was run on a lab homechoice machine with no issues noted. The cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.